Event description:
A report was received that the pt underwent a pocket revision because she was unable to charge her implant. The pt's ipg was too deep, so it was relocated to a more superficial location. The pt was able to charge and was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.